Event description:
As reported by the edwards field clinical specialist, a 29mm s3u valve failed due to stenosis after an implant duration of 4 years and 5 months. A 26mm s3ur valve was placed successfully.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The complaint for valve stenosis was confirmed through medical record. A review of the device history record, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use and training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. As reported, "a 29mm sapien 3 ultra valve failed due to stenosis after an implant duration of 4 years and 5 months," and it was noted that "ava vti = 0.4cm2". Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to insufficient information, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.